Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on (B)(6) 2018 and (B)(6) 2018 reporting that they were currently trying to find a surgeon to remove the system. A CT scan was performed on (B)(6) 2018 and compared to CT cervical spine myelogram performed on (B)(6) 2017. The new CT found that the patient had an epidural neurostimulator. The right sided neural stimulation wire terminated at the posterior arch of c1. The distal tip of the wire was fractured with this lead between the 4th and 5th lesions at the c3-c4 disc space. The left stent terminated in the left aspect of the epidural space at c2. The findings were stable from the previous exam. Reversal of cervical lordosis noted with no fracture or subluxation seen. Stable post-op changed from precious acdf at c7-t1. Hardware was noted to be intact. There was an osseous fusion across the disc space that was nearly complete. There was no failure or loosening of the hardware noted. There was mild discogenic degenerative changes throughout the cervical spine but no evidence of central canal stenosis. There were mild to moderate facet hypertrophic changes resulting in a mild narrowing of the left c3-c4 neural foramen. There was no mass or fluid collected, vasculature enhanced normally, and a few scattered lymph nodes were noted but were not pathologically enlarged and were likely benign/reactive. Medical history included chronic history of neck pain/stiffness and bilateral shoulder/arm pain with no recent trauma. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. No further complications were reported/anticipated. It was reported that per the healthcare provider¿s (hcp) email to the rep, the patient¿s leads were broken and the system was not working. It was indicated that the patient¿s system was placed in 2008, but the rep did not have any further patient information. No symptoms were reported. It was asked and was unknown when the event occurred. No further complications were reported/anticipated.